Event description:
A pacemaker replacement procedure due to normal battery depletion was conducted. After the subject pacemaker was explanted, the physician attempted to remove the lead connector with the screwdriver, but it reportedly did not work correctly. The screwdriver was replaced and another attempt to disconnect the lead was made, but according to the physician, it didn't feel like the screwdriver was inserted into the setscrew, after turning the screwdriver a few times, the lead could be pulled out.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A pacemaker replacement procedure due to normal battery depletion was conducted.after the subject pacemaker was explanted, the physician attempted to remove the lead connector with the screwdriver, but it reportedly did not work correctly. The screwdriver was replaced and another attempt to disconnect the lead was made, but according to the physician, it didn't feel like the screwdriver was inserted into the setscrew. ,after turning the screwdriver a few times, the lead could be pulled out.